Manufacturer narrative:
Avid medical inspects convenience kits per ansi/asq z1.4: level g1, aql 1.5. Thirteen trays were inspected for this product lot with no defects found. A review of the bill of material was completed to determine if any assembly handling could contribute to the issue, no contributing factors were identified. No nonconformances were reported during kit manufacture. The component is not altered by avid medical but rather packaged with other legal medical devices for the convenience of the end-user. A supplier corrective action request was issued to the component manufacturer (cardinal health) on (B)(6) 2024. Cardinal has not responded to follow up attempts regarding request for supplier corrective action. Avid medical has added cardinal health to supplier review board for site to further address lack of response from the component manufacturer. At this time there is no history of similar complaint incidents involving this component. This product incident is documented in the complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. Avid medical is a convenience kit manufacturer. The complaint component is cardinal healthcare (registration number: 1423537) part number 5558301734 tubing, suct 9/32x20, lot number 2413800364. A supplier corrective action request was issued to the component manufacturer on december 16, 2024. Upon completion of the investigation, a follow-up report will be filed. This product incident is documented in the complaint database and identified as complaint comp-wil(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Event description:
A medwatch was received that stated the suction tubing collapsed during use. The physician was using the custom spine pack to perform a posterior thoracic fusion. During the procedure, the suction collapsed making it unusable. While collapsed, patient continued to have persistent bleeding. The physician instructed the nurse to open new suction tubing.